Manufacturer narrative:
Date of event estimated as (B)(6) 2023. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The suture mediated closure system was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The cause of the reported guide separation, difficulty to open or close, entrapment of device cannot be determined. The subsequent treatment is due to the circumstances of the procedure. In this case, it is likely the guide break occurred during insertion, due to either an interaction with the patient anatomy and or due to the inability to maintain position/stability or maintain correct angle of insertion of the device during deployment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an unspecified procedure. Reportedly, a prostyle suture was replaced correctly. During removal, the device was stuck. The feet were noted to be open and stuck under the skin. A little incision was used to remove the device. The guide was separated between the plastic and metal connection yet held together by the actuator wire. It was removed without an issue. The prostyle suture of another prostyle device was also successfully pre-placed. The procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.